Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v184846, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v184846, implanted: (B)(6) 2009, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A consumer reported the patient's deep brain stimulation (dbs) was removed due to infection shortly after implant. The patient had redness at the chest incision and the sed rate increased to "52". The patient's indication for use is parkinson's dual.